Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The exact cause of this hypoglycemia is unclear, but there was a period of hyperglycemia leading up to the event which would have led to increased basal and correctional insulin leading into the lunch meal. This dosing on top of the "usual for meal" meal announcement may have contributed to greater insulin relative to the user's need on a more active workday. The alerts were not acknowledged which likely contributed to the severity of the event. The user received additional training from their local clinical diabetes specialist (cds).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in an ER visit. The event occurred on (B)(6) 2024. On (B)(6) 2024, after logging their usual lunch meal, the user returned to work and became unaware of the situation until their boss noticed symptoms, including confusion and slurred speech. The user attempted to correct their bg by consuming ice cream with hot fudge but continued to exhibit symptoms. The user's boss drove them to the ER, where they received orange juice and additional ice cream to raise their bg levels. No further medical intervention was required, and the user was discharged once their bg stabilized. The user expressed confusion about the event, as they ate a typical meal. The user resumed using the ilet system.